Event description:
The customer reported the system was not booting up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the svc call; therefore, ge was not able to evaluate the device.